Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had intermittent buttons response due to flattened creased act, up and down buttons dome switch. No unlocked lcd keypad connector noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the act, up and down buttons were not working. Customer¿s blood glucose was 241 mg/dl at the time of incident. Customer stated that the screen was not frozen. The insulin pump will be returned for analysis.